Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited high capture thresholds. During lead revision procedure, an insulation abrasion was noted on the lead. The lead was explanted and replaced. The patient's condition was fine post procedure.